Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) the user did not adjust the white balance. 2) the image sensor unit or internal board of the video connector failed due to repair work by a third party or physical stress applied to the insertion tube. 3) there was a problem on the system side. The event can be detected/prevented by following the instructions for use which state the following: 1) "prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." 2) "precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 3) "inspection of the monitor display: be sure to perform white balance adjustment before inspecting the color on the monitor display. See section 6.5, ¿white balance adjustment¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, non-olympus bending section rubber, and glue, insertion tube bent, and non-olympus light guide tube. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the endoeye flex deflectable videoscope, the scope exhibited image problem, and the image on the screen was irregular color tone (magenta only or green only image (pink tinge)). There was no report of patient harm or user injury associated with this event.